Event description:
It was reported that: the therapist noted a burning smell and observed smoke coming from the device. The therapist began to disconnect the patient and the device posted an audible and visual alarm and stopped functioning. The user could not recall the specific visual message. The patient was manually ventilated with an alternate device and then was transferred to another ventilator. No patient injury reported.